Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer did not perform the air removal step of the load sequence. Tandem technical support educated the customer on the proper load sequence steps. The cartridge and infusion set was changed to address the issue and insulin delivery. There was no adverse impact to customer's blood glucose level.